Event description:
It was reported that during a hand assisted laparoscopic left colon resection procedure, the device fired the first firing successfully with a blue cartridge on the colon. The tech went to reload for the second firing and the blue reload would not fit into the jaws. The device was swished before attempting to reload. A white reload was attempted to be loaded by the tech and that load did not fit and not able to be loaded. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. However, a cartridge pan was noted to be inside the channel. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reload was loaded on the device without difficulties and did not fall out. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.